Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, customer was not performing the proper air removal techniques. Customer loaded a new cartridge and successfully resumed insulin therapy. The customer's blood glucose level was 300 mg/dl.